Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were observed, and the patient tolerated the procedure. On an unknown date in 2019, one year follow-up imaging identified distal migration of the proximal portion of the trunk-ipsilateral leg component and aortic extender component (distance unknown). It was reported that the patient¿s proximal neck was reverse-tapered and its diameter pre-operatively was 24.5-29 mm. It was also reported that the patient¿s aorta was shaggy. On (B)(6) 2019, gore® excluder® aaa endoprosthesis aortic extender components were implanted to extend the trunk portion proximally to repair the migration. No issues were observed and the patient tolerated the re-intervention.